Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was high. Customer's blood glucose level was 483 mg/dl. The customer treated with a correction bolus. According to the customer every time he inserted the transmitter to the sensor it was not blinking. The device was not returned.